Manufacturer narrative:
Supplemental additional information with product return. This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded. The programmer was able to interrogate a test pulse generator device several times, confirming successful communication between the programmer and device. The ECG and pacing system analyzer (psa) functions passed all testing. Additionally, the touchscreen was tested for functionality and calibration; the programmer was unable to detect touch on any area of the display. There were no error codes noted during analysis. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design related. Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause.

Event description:
It was reported that the touch panel of this programmer was not operational. Technical services (ts) informed the field representative that this may be caused by something being placed on the display or not being properly calibrated when the programmer is started up while touching the screen. Technical services (ts) provided troubleshooting. No patient involvement. The programmer remains in service. This programmer was received by the investigation team. As a result of analysis findings, the programmer was disassembled in order to analyze the touchscreen components using a microscope. During microscopic inspection, broken traces were found on the lcd (liquid crystal display) flexible cable. Broken traces attributing to an unresponsive touchscreen is consistent with CAPA-00006695.

Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause.

Event description:
It was reported that the touch panel of this programmer was not operational. Technical services (ts) informed the field representative that this may be caused by something being placed on the display or not being properly calibrated when the programmer is started up while touching the screen. Technical services (ts) provided troubleshooting. No patient involvement. The programmer remains in service.